Event description:
Pt spontaneously called, stating that her whisperject is not working. She is unsure if it is jammed. I gave her a number for support and questions for the whisperject. She does not want us to send a new one yet. She will call that number and see if she can get it working. She will inject without it for the time being. Reported to (B)(6) by pt/caregiver.